Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 500 mg/dl. Customer treated high blood glucose with bolus. Customer was using insulin pump within 48 hours of high blood glucose. Customer stated that insulin exited at quick release and passed the high pressure test. Insulin pump will not be returned for analysis.